Manufacturer narrative:
(B)(4). Weight unknown / not provided. Premarket identification PMA/510(k) number k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reported the implant in tooth location 20 was removed due to peri-implantitis. The patient had a vertical bone graft with implant, almost 3 months after the procedure when he came to check up I saw at the x-ray that he had a big bone lose. Doctor opened the flap and the implant was loose and there where peri ¿ implantitis around it.